Event description:
Pt had left teflon interpositional implant placed in 1984. In past few months, has developed pain and swelling at site of implant. Implant removed 7/1/93; implant found to be fragmented, with foreign body reaction. Not reported to co as no longer in business.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, other, unanticipated adverse reaction - long term. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was not destroyed/disposed of.